Event description:
It was reported that when using the bd pyxis¿ es server patients admitted to a specific unit on apex appeared as admitted to a different unit in pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) assisted a customer who reported that the patient admission information in epic did not match pyxis. The tss consulted with the interface team, who confirmed that the patient was transferred back to the device. The transfer was triggered by the epic_adt_rx external system, not the carefusion coordination engine (cce). A review of ext.vw_receivedmessagesummary for visit showed that no cce messages were received. Additionally, no cce messages were sent for this patient between the specific time frame, confirming that the carefusion coordination engine (cce) did not cause the transfer to the device. Cce message logs also showed no epic messages for this patient in nurse unit within the past seven days. The customer was informed of these findings. The system functioned as intended after the technical support specialist assessed the device.